Manufacturer narrative:
Continuation of d10: product ID: 8780, lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-jul-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver lioresal (baclofen) 2000mcg/ml at 200mcg/day. It was reported that, at a pump replacement, the catheter did not aspirate and there was no spontaneous flow. The physician implanted a new catheter and left a portion of the old 8780 catheter implanted and inactive in the patient. There were no noted symptoms. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved.